Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a call service alarm issue. It was reported that pump had emitted a call service alarm that was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed multiple persistent call service alarm on the reported event date. The pump was able to power on during testing; however, an alarm was emitted upon the first rewind attempt. The pump cover was removed, and a failure was found with an internal component. Upon replacement, the pump was able to power on normally with no further alarms.